Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n152935, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from an MRI technologist regarding the delivery of unknown morphine (dose and concentration were unknown) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient was diagnosed with an inflammatory mass/granuloma in 2010. To the knowledge of the MRI technician, the patient had a history of granuloma. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information at the time of the event, concomitant drug information, pertinent medical history, patient symptoms experienced, actions/interventions taken to resolve the issue, and if the cause of the issue was determined.